Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent such damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur¿.

Event description:
Olympus was informed that during an unknown procedure the upper jaw of the device broke and fell inside patient. The broken part was retrieved; however its unknown how it was retrieved. No surgical or medical intervention was needed. The procedure was completed using another thunderbeat device. No patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the broken probe. Error code u509 was observed. The distal end was inspected under a microscope and found approximately 14mm of the probe unit is detached. The missing portion was not returned to olympus for evaluation.